Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that shaft break occurred. During preparation of a 3.00 x 20mm synergy drug-eluting stent, it was noted that the shaft broke in half. The device was not used inside the patient. The procedure was completed with a different device. No patient complications nor injuries were reported.